Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, all of the keypad buttons responded appropriately. No physical damage was found to the keypad. The keypad was removed and no contamination or physical damage was found to the button contacts or internal components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.